Manufacturer narrative:
Follow-up report indicated that the seroma developed into an infection and the patient was provided with antibiotics. Nevro attempted to obtained additional details regarding the infection; however, the information was not available. The device was explanted and returned for analysis. Visual inspection of the device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records for all implanted devices were reviewed and no nonconformities were found. Based on the investigation performed, it is likely that the seroma and infection were procedure rather than device related.

Manufacturer narrative:
Nevro is awaiting the prognosis of the patient's condition.

Event description:
During a routine follow-up, it was reported to nevro that a patient had developed a seroma. The seroma was aspirated.